Event description:
A vague report was received that the infusion pump was "not pumping and reading correctly" while it may have been in clinical use. No add'l specific clinical info was received. No pt injury was reported.